Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: there is no customer return samples for investigation. The investigation is thus performed on the two photographs as well as retention samples received by bd, the team investigated the two photographs and the retention samples of material number 300849 for lot number 9245553. While the photograph confirmed the crack on the barrel, we did not find any defect in the retention samples. The defect is confirmed on the photograph received. DHR reviewed found no non-conformities. Investigation conclusion: after thoroughly investigation and review of photographs received it is clear the barrel is cracked and complaint is confirmed. A complaint history check was performed and this is the 1st related complaint reported with the material number 300849 for batch number 9245553. Root cause description: although machine already has crack barrel detection system, there may be possibility of crack barrel generation after detection system. Potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyer. As crack barrel is critical defect so following actions are proposed to avoid crack barrel defect. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that cracks were found in the discarditii 2ml syrg only before use after opening it from the packaging. The following information was provided by the initial reporter: "syringe got cracks after opening from pack and before using."